Manufacturer narrative:
It is unlcear on whether medical or surgical intervention was required after wound deshicence occurred. Upon submission, the submitter advised that the supplemental information questionnaire could not be completed nor provided for the investigation and that the product was discarded and samples unavailable. No samples were provided to allow testing .a records review could not be performed as the lot number was not provided.the details of this case were unclear, but based on the information provided wound dehiscence may have occurred due to improper application.

Event description:
This patient had a spinal stimulator placed, and the incision was closed with exofin precision pen. The incision dehisced when the patient was at home. Attempts were made to obtain addiitional information, but were unsuccessful. It is unclear on whether there was medical or surgical intervention required.